Manufacturer narrative:
Eval method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt could not locate the ipg with the charging wand. The pt reported that it had been three months since the last recharge of the ipg and was unclear whether or not the ipg battery had been depleted. On (B)(6) 2010, additional info was reported that in (B)(6) 2010 the pt passed through a metal detector and the ipg turned off two days after that. The pt did not have the charging system with her and was not able to attempt to recharge the ipg until (B)(6) 2010. The ipg may be explanted and replaced at a later date.